Event description:
Test strips from this pharmacy should not be handed down to consumers. Instructions on the strips has 3 different languages and there is no 1-800 number for u.s. Consumers. This pharmacy is selling strips to patients which are supposed to be for hospital use only. FDA needs to investigate.